Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) showed question marks in the atrial fibrillation (af) episodes. A manual transmission was performed and the question marks cleared. The icm remains in use. No patient complications have been reported as a result of this event.